Event description:
On listed date at approximately 1755 hours, the patient (subject) arrived in the emergency room and was placed in bed #4. The patient's condition was ventricular fibrillation; his appearance was cyanotic, according to responding nursing personnel. The nurse connected the zoll defibrillator to the patient in bed #4. Setting the output for 200 joules, she attempted two seperate defibrillations. Both attempts failed to transfer energy to the patient. At this time, the zoll was removed and a second defibrillator, the physio control life pak six (lp6) on the peds chart, was connected to the patient by a second registered nurse. The nurse successfully discharged this unit three to five times (starting 200 joules and increasing the output level to max 360 joules). He then asked for a third unit because he noticed what he considered to be a significant delay in the charging of the unit. The zoll device was then applied and several sucessful discharged were completed. The patient expired.it was initially determined by an in-house biomed tech on 1/11/92 and later confirmed by a representative of the manufacturer (zoll) on 1/13/92 that the zoll paddles had a defective discharge switch. The paddles were exchanged. The battery was noted as weak and was replaced. The unit was checked out by the biomed tech and returned to service 1/24/92.as a follow-up to the incident that occurred on 1/11/92 in e.r., the lp6 (ped) defibrillator was tested four times. Performance checks indicated that the lp6 operates within specifications. The ground resistance measured above normal and was resolved by replacing the cord cap. The batteries were replaced as a precautionary measure due to the possibility of the nicad-type battery developing "voltage depressiondevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown, defibrillator paddles. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.